Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited increased thresholds to high levels. The lead was attempted to be removed, but was unsuccessful. Therefore the lead was capped and replaced. No patient complications have been reported as a result of this event.